Event description:
It was reported that the user contacted support regarding infusion set placement on the upper torso and experienced hyperglycemia while using the ilet system; the agent reviewed appropriate infusion site selection and confirmed via synced reports that glucose levels had been trending down since supplies were changed and insulin delivery was resumed. Symptoms included high blood glucose. Outcomes included no hospitalization and continued device use with education provided. Investigation included review of device data and user coaching on infusion site selection and technique. Investigation of this case revealed no device malfunction and suggested user-related factors such as suboptimal infusion set placement as a potential contributor, with glucose subsequently improving after resumption of insulin delivery. It was concluded, based on established patterns in similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.